Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) lost stimulation. In addition, communication could no longer be established between the ipg and external devices (pt programmer and charging system). The physician elected to proceed with surgical intervention. During the procedure, add'l pt programmer and charging systems were tried without success. The ipg was explanted and replaced which resolved the reported issue. Effective therapy was restored following the procedure.